Event description:
A new screwdriver hexhead broke off on the first application during a surgery case. The breakage point was at the neck, where it is thin and hollow. This was the third incident of the same model screwdriver within twelve months. The first two screwdrivers were replaced by the MFR and eventually discontinued. Although there were no injuries, this complaint should be shared to others for informational usage of the owners of this product. MFR reports ten similar complaints in last 2 years. They have redesigned this device.